Event description:
An alarm issue was reported with the adc device in use with unknown phone and with unknown operating system and version. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness and a loss consciousness. After regaining consciousness, the customer self-treated with sugar and ate something. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An attempted to replicate the user¿s complaint for missing high and low glucose alarms. Attempted to replicate the customer's complaint using similar configurations of iphone se with ios 16.3 for app version 2.8.1.6120 and samsung galaxy a52 with android 13 for app version 2.8.4.9335 and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with unknown phone and with unknown operating system and version. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness and a loss consciousness. After regaining consciousness, the customer self-treated with sugar and ate something. There was no report of death or permanent impairment associated with this event.